Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up and upon interrogation several episodes of non sustained rv oversensing, non-sustained vf, and vf, and lead noise as a result of post paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were made.